Event description:
It was reported by the patient that she used the unit only once and while using the unit had pain in the left ankle. The patient stated that the ankle was swollen, and she had pain like an electric shock. The patient was walking on it that day. The patient removed the unit during the night. The pain continued having neuropathy pain. The foot was better. The patient has not used the unit since. She is going to wait until monday to try the unit again. She has a pacemaker and needs to get clearance from her cardiologist. The patient was told that once she gets clearance, she can do the time test. If the pain comes back the patient will call back. No further consequences have been reported. No additional patient consequences have been reported. The orthopak stimulator was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that she used the unit only once and while using the unit had pain in the left ankle. The patient stated that the ankle was swollen, and she had pain like an electric shock. The patient was walking on it that day. The patient removed the unit during the night. The pain continued having neuropathy pain. The foot was better. The patient has not used the unit since. She is going to wait until monday to try the unit again. She has a pacemaker and needs to get clearance from her cardiologist. The patient was told that once she gets clearance, she can do the time test. If the pain comes back the patient will call back. No further consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2023. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.